Event description:
It was reported that the system displayed a precharge error and would not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as repair information is not available.